Manufacturer narrative:
Method: complaint history review, risk assessment. Result: there is no product issue with the trial instrument. Additional conversation with the surgeon concluded that the this was a craftsmanship error by the surgeon and that the placement of the pins were not appropriate for the associated trial. The sales representative attending the case confirmed there was no product concern. This is an isolated event and no other similar events have been reported for this instrument. The reported event resulted in minimal bleeding for the patient. There is no other adverse consequence to the patient.

Event description:
It was reported that; casper pins were placed in the patient and where a little too close to the endplate, when surgeon went to place the trial it interfered with the pins and subsequently caused bleeding in the patient delaying the case approximately 15 ¿ 20 minutes. Additional conversation with the surgeon concluded that the this was a craftsmanship error by the surgeon and that the placement of the pins were not appropriate for the associated trial. Rep was in the case and confirmed the above situation and that there was no product concern. Rep reported the event as he had the conversation with the surgeon regarding the craftsmanship error causing the bleeding and the delay in surgery.

Event description:
It was reported that; casper pins were placed in the patient and where a little too close to the endplate, when surgeon went to place the trial it interfered with the pins and subsequently caused bleeding in the patient delaying the case approximately 15 ¿ 20 minutes. Additional conversation with the surgeon concluded that the this was a craftsmanship error by the surgeon and that the placement of the pins were not appropriate for the associated trial. Rep was in the case and confirmed the above situation and that there was no product concern. Rep reported the event as he had the conversation with the surgeon regarding the craftsmanship error causing the bleeding and the delay in surgery.